Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "right side deflation." Device remains implanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: crease flat, opening and delamination diaphragm valve. Leak test was performed and found opening, delamination in diaphragm valve . A microscopic analysis was performed which identify delamination of the diaphragm valve, crack and opening striated in the posterior. Based on the device analysis the final assessment is: a crack on diaphragm valve due to cracked valve seat diaphragm valve. Delamination of the diaphragm valve assessed as adhesive failure. A striated edge opening on posterior side assessed as surgical damage.

Event description:
Device was explanted.